Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The issue was resolved when the malfunction cleared after the pump reset, with no further action required.